Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. The catheter used to deliver onyx was returned for evaluation and found ruptured at 6.9cm from the distal tip due to over-pressurization. (B)(4).

Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. No patient injury reported.